Event description:
During a knee arthroscopy the pump continued to run causing the knee to over extend with fluid. At the end of the procedure it was noted that the over extension of fluid was from just above the knee to the ankle. A three inch incision was made to open and drain the excess fluid from the knee. A tourniquet was being used during the procedure. A penrose drain was inserted, the incision sutured and the pt was admitted to the hosp overnight.